Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed with a heater bag was not warm enough. The phase or cycle of dialysis when this occurred is unknown. The patient was connected. Solution bags were at room temp when cycler was setup. The heater bag felt cold when touched and during filling. The fresenius technical support representative advised the patient the cycler would be replaced. Upon follow up, it was confirmed that no patient adverse effects were experienced and no medical intervention was required. The patient was able to complete treatment with the cycler on the reported day. The patient completed treatments with the old cycler while waiting for a replacement. The new cycler has been delivered and the old one has been picked up. The patient was able to continue using the cycler without further issues. The cycler was replaced. Upon physical evaluation of the cycler by the manufacturer, it was identified that the f1 fuse on the ac distribution board had an internal short.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Heater test failed. Thermistors did not activate due to a short on f1 fuse on ac distribution board; a spark was noted. Replaced ac distribution board for further testing. Heater test passed. Thermistors became functional with new ac distribution board. Removed functional ac distribution board at the end of the investigation. System air leak test passed. Valve actuation test passed. A pre-accelerated stress test simulated treatment was performed without any failures or problems. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the observed dried fluid could not be determined there were not discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on f1 fuse on the ac distribution board. The cycler was refurbished following the evaluation.